Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery tests due to motor error alarm. Unable to perform a21 test due to constant motor error alarm during bolus delivery. No unexpected restart, blank display or display anomaly noted during testing. All operating currents were normal. The insulin pump has minor scratched display window, cracked case at the display window corners, broken reservoir tube lip, missing the black o ring seal inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The customer stated he changed the site 3 days before and received a no delivery alarm, he changed it again the morning of the call and the device alarmed no delivery followed by a motor error. Blood glucose was between 150 and 160 mg/dl; most recent reading was 230 mg/dl. The customer also reported that the insulin pump is cracked at the reservoir compartment and going through the plastic. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.